Event description:
PICC line was had blood flowing back up tubing. This rn flushed and checked for leaks in tubing and connectors. I-connector removed by PICC rn . After approximately 5 minutes of line infusing blood was starting to back flow again. The PICC rn was notified again, bed wet with tpn and a crack was found in the tpn filter, the filter was replaced. PICC line no longer backing up with blood after filter changed.